Manufacturer narrative:
The pouch labeled "lateral poly insert b" and containing the lateral b poly insert was contained in the box labeled "8mm medial poly insert kit". The correct poly inserts were provided for surgery. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Label retains indicate that the correct poly insert pouch and box labels were present. It appears that the labels were applied to the wrong boxes.

Event description:
The pouch labeled "lateral poly insert b" and containing the lateral b poly insert was contained in the box labeled "8mm medial poly insert kit". The correct poly inserts were provided for surgery. Surgery was completed successfully